Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, crack in the case on the battery tube side that starts at the left belt clip rail, missing serial number label. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 43 or 130, motor errors, or prime/rewind anomalies were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that 10+ pump error 130s occurred on 07/13/2023 from 18:34:41 to 20:41:08 and 5 pump error 43s occurred on 07/13/2023 from 20:14:09 to 20:39:54. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, there are signs of previous moisture presence in/around the following: pcba1--along the edges of the back side of the lcd screen, on the protective tape just below the lcd screen on the front side of the board; motor flex cable terminal, force sensor flex cable terminal. In summary, the customer¿s report of pump errors 43 and 130 was confirmed in the pump's history. The pump does not meet specs due to the previous moisture presence found on the motor and force sensor flex cable terminals. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer received an error in the motor detected by reading an unexpected value from hall sensor (pump error 43), no motor movement or negligible movement and (pump error 130) this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Troubleshooting was performed and was able clear the alarm and the pump got rewind. Not performed self test and displacement test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and  revert to backup plan per health care provider instructions. The insulin pump will be returned for analysis.